Event description:
During a coronary angiogram the 6 french jr4 diagnostic catheter broke inside the pt. The pt was taken for surgical removal of the product. The pt was admitted for a coronary angiogram; the primary indication for the procedure was coronary heart disease, angina and hypertension. The medications and vessel location are unk. The physician was unable to reach the target lesion therefore; he was unable to confirm the vessel characteristics. Additional info has been requested. During the ptca the infiniti 6french jr4 diagnostic catheter broke, when the physician input contrast medium. The catheter broke at 8cm from the distal end. The physician terminated the procedure and the pt was sent to surgery to retrieve the broken part of the catheter. Post surgery the pt was brought to coronary care unit for observation.